Manufacturer narrative:
The onestep CPR pads were returned to zoll medical corporation unopened and in the original packaging. Evaluation of the electrodes did not reveal any irregularities that would have contributed to the reported event. The pads connector was plugged into/removed from a test one-step multifunction cable with no issues found. The pads were put through extensive testing including a 30 joule test using a test device without duplicating the report. The pads were scrapped at zoll. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the electrode padz of the associated defibrillator would not connect to the multi-function cable. Complainant did not indicate that there was any patient involvement in the reported malfunction.